Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced hyperglycemia indicated by a cgm reading of ¿high¿ for approximately three hours with a concurrent symptom of dry throat; the pump displayed a high glucose alarm, the infusion set was a teflon 23-inch inset on the upper left abdomen, and the user planned to replace supplies after noting a recent meal announcement that preceded the rise. Symptoms included signs consistent with hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included complaint intake, user troubleshooting guidance, and recommendation to replace infusion set and related disposables. Investigation of this case revealed no confirmed device malfunction, no reported infusion set defect, and a plausible contribution from recent carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.